Event description:
The customer's mother called to report multiple no delivery alarms. The caller also stated that the customer was treated twice for low blood glucose levels. The first time was on (B)(6) 2011 when the paramedics treated her at her home. The customer couldn't recall the blood glucose reading at that time. The second time was on (B)(6) 2011 when she was taken to the emergency room with a blood glucose reading of 21 mg/dl. The caller stated that being a brittle diabetic was the reason for the hospitalizations. The caller declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.